Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and they were advised to continue using the pump while contacting support if the problem recurred.